Event description:
It was reported that the pressure was wrong.

Event description:
It was reported that the pressure was wrong.

Manufacturer narrative:
Upon receipt of the device over pressure was confirmed. The reportability awareness date has been updated. The device was returned for investigation were the reported failure mode was confirmed. The pump was visually inspected for any signs of damage such as scratches, or corrosion due to contamination. None were seen. The warranty seal was in tact. The device was physically received in house on (B)(4) 2013, and the calibration sticker indicates calibration isn't due until (B)(4) 2013. The pump was then opened to see if any damages were present internally, none were seen. The pump was powered on and checked for any error messages. None were seen. A hand pressure gauge was used to check the accuracy of the pump. The pump read all values within +/- 5 of the set value designated by the service manual. A cassette tube set was inserted into the pump with a water source, shaver, and a joint test fixture with pressure sensor transducer connected. Then pump was allowed to run for several minutes and was able to maintain the set pressure when the suction outflow valve on the shaver was set open and half way. However, with no joint outflow, overpressure occurred. The probable root causes are calibration, pressure sensor, roller wheel, pcb board, pump height, joint height, the stop cock valves were closed off, or tubing was kinked. In sum, the product was returned for investigation and the reported failure mode could be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. The warranty seal was in tact and the calibration sticker indicates calibration wasn't overdue. The pump was visually inspected for any signs of damage such as scratches, or corrosion due to contamination; none were seen. The pump was powered on and checked for any error messages; none were seen. A hand pressure gauge was used to check the accuracy of the pump. The pump read all values within specification. A cassette tube set was inserted into the pump with a water source, shaver, and a joint test fixture with pressure sensor transducer connected. Then pump was allowed to run for several minutes and was able to maintain the set pressure when the suction outflow valve on the shaver was set open and half way. However with no joint outflow, overpressure occurred. The unit was calibrated and a cassette tube set was inserted into the pump with a water source, shaver, and a joint test fixture with pressure sensor transducer connected. Then the pump ran for several minutes and was able to maintain a set pressure with the shaver outflow valve set open, half way, and closed. Functional test were performed and passed. The pump was opened to see if any damages were present internally; none were seen. The probable root causes are calibration, pressure sensor, roller wheel, pcb board, pump height, joint height, the stop cock valves were closed off, or tubing was kinked. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.